Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported seeking medical attention for high blood glucose (bg) levels of 495 mg/dl and stomach pain. The mother stated that they were running tests on the patient's urine and bg level. The hospital staff drew 8 tubes of blood for the blood work and they started him on an IV. The patient was about halfway through a 500 ml bag of saline at the time of the initial call. If the hospital staff needed to deliver insulin, it would be administered through the IV. The patient was still in the hospital receiving treatment. The mother stated that they had not been provided with a diagnosis yet, they are still waiting on blood work to come back. The pod was worn between 1 and 4 hours on the abdomen. At follow-up with the gastrointestinal doctor, said the patient had an ulcer. They put him on carafate for 7 days 4 times a day and prilosec until he gets better.